Event description:
This spontaneous case report was received from a gynecologist/obstetrician in the united states on (B)(6) 2014. The report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced severe pain, essure on right tube was out of place, doctor had to resect to get the coil out of myometrium or whole metrium. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. Patient was not pregnant. On (B)(6) 2010, the patient had essure (fallopian tube occlusion insert) inserted. Three years after implantation, patient was on vacation and started having severe pain. Patient had an ultrasound done, nothing was seen so she had to have a CT (computed tomogram) with contrast. They found the essure on the right tube out of place. The doctor told he did not know when the patient came in, the doctor does not have that information. The doctor had to go in and resect to get the coil out of the myometrium or the whole metrium. Reporter went ahead and checked the left tube and that coil was in the right position. Outcome was not reported. Reporter did not assess device - event relationship. Follow-up received on (B)(4) 2014: ptc global and local number were received. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4) . Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow up (B)(4) , 2014: essure-uterine/tubal perforation questionnaire received from the physician who did not perform the essure insertion. Patient's data was updated. Patient's medical condition includes menorrhagia, 2 pregnancies with 2 live births. This reporter physician did not have information regarding the essure insertion and performed the hsg (hysterosalpingogram) on (B)(6) 2010 which showed obstruction essure device b. On (B)(6) 2014 a CT scan was performed and showed no perforation, the tube was intact. It appeared the coil was expelled from the lateral aspect of the tube on the right. Coil was embedded on the omentum requiring surgical removal which was performed on (B)(6) 2014. Patient also experienced pain, nausea and vomiting. No intra-abdominal perforation. The tests, hsg, CT scan were performed an outside hospital. Briefly with contrast and revealed foreign object consistent with the coil sitting just anterior to the ascending colon. No coil was seen in the right tube. Essure was removed laparoscopically. The symptoms resolved after surgery. Patient was doing well after essure removal. Physician considered all the events as related to essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs